Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. This started quite a while ago, also said to be a couple of years ago. Therapy was not hitting the right area. The patient wanted to meet with a company representative. The patient had moved and had a new physician. The patient was redirected to his physician. It was further reported that the patient wanted to get ahold of a company representative as the device was not working right. The patient was looking to have some reprogramming done. The patient also stated that maybe the leads might need to be readjusted. The patient was unable to get through to anyone at his physician¿s office. It was further reported that the patient had an appointment scheduled with a company representative and his physician on 2014-(B)(6). If additional information is presented, a follow up report will be sent.

Event description:
It was further reported that the patient was seen at his primary physician. It was determined that the device was in overdischarge (od) and had been for 6 months to a year. The patient stated, he didn't remember if the coverage was good when it worked but that it did help some. The patient's primary concern was getting a pain pump referral. The patient was taking pain medications which made him sleepy and less aware. The patient would need to see another physician about the pain pump and a referral was in process. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 399960, lot# v020223, implanted: 2007-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708220, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. (B)(4).